Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage. Additional unrelated observation(s): the reported event with the instrument could not be replicated nor confirmed. Manual articulation was performed with no issue detected. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument remained static and wires could not be moved. The instrument was inspected and was observed to have a broken cable. The procedure was completed with no reported injury.